Event description:
The advocate stated that the contour bg results were 62mg/dl as compared to 184mg/dl on a different meter. The difference is in the "c" range of the parke error grid. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.